Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with non-sustained right ventricular oversensing due to intermittent capture in the ventricle. Programming changes were made. Further investigation noted lead dislodgement via x-ray. The lead was repositioned. The patient is stable and will be monitored normally.